Manufacturer narrative:
(B)(4), results: visual inspection of the returned product found a small tears on optic. Lens returned in liquid. Conclusions: based on the complaint history and the eval of the returned product, it was determined that the root cause of this event was due to weak capsule. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens in pt's left eye. The lens was removed due to weak capsule. The incision was enlarged and sutures were required. No capsule bag damage, no vitreous loss and no vitrectomy performed. A competitor's lens was implanted.